Event description:
It was reported that the procedure was cancelled. A 2.25 x 20mm synergy drug-eluting stent and 2 model-6f cls3.5 runway guide catheters were used for treatment. Post sedation prior to use, it was noted that the guide catheter did not retain its shape, another device was opened and had the same issue. The stent was advanced multiple times but failed to cross the lesion. The stent was removed and the procedure was not completed. No patient complications were reported and patient was stable.

Event description:
It was reported that the procedure was cancelled. A 2.25 x 20mm synergy drug-eluting stent and 2 model-6f cls3.5 runway guide catheters were used for treatment. Post sedation prior to use, it was noted that the guide catheter did not retain its shape, another device was opened and had the same issue. The stent was advanced multiple times but failed to cross the lesion. The stent was removed and the procedure was not completed. No patient complications were reported and patient was stable. It was further reported that the physician used a guideliner and managed to treat the patient, and the procedure was completed.

Manufacturer narrative:
B5: describe event or problem updated.